Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's accept button is not working properly. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The manufacturer's field service engineer (fse) confirmed that he did not find any issues, but as a precautionary measure, he calibrated the touchscreen. The fse believes the issue was due to user error because the respiratory nurse was in a hurry each time before calibrating. The device passed required performance verification tests per philips standards and was returned to service.